Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient was admitted to the hospital and an invasive procedure was performed 2 days later. When the pocket was opened and the suture sleeve was released, the rv lead fell out of place without the use of a stylet or significant manipulation. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms two days post implant, resulting in activation of the lead safety switch (lss) feature. Additionally, noise, oversensing and loss of capture (loc) was observed. The patient also experienced diaphragmatic stimulation. A chest x-ray was taken and noted no apparent movement of the lead. Boston scientific technical services (ts) discussed potential causes and troubleshooting options. An invasive procedure was performed. Testing of the lead on a pacing system analyzer (psa) noted pacing impedance measurements of 1,090 ohms and no capture at 7.5 volts. The lead was explanted and replaced and the pacemaker remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital with complaint of palpitations 4 days post rv lead implant. The device and lead exhibited high threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The physician elected to program the device aair and the patient was released from the hospital. Subsequently, the patient again presented to the hospital 3 days later with complaint of palpitations. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.